Event description:
It was reported that the patient experienced dizziness and pacing inhibition was observed due to oversensing in the right ventricular lead. The lead was removed. The patient was reported to be enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 419588 implantable pacing lead, (B)(6) 2010. (B)(4).